Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported constant air in line alarm. A review of the event history log identified air in line messages. The cause was determined to be the ultrasonic sensor out of specification. The ultrasonic sensor was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed a constant air in line. The event happened in the biomed service department during testing. There was no patient involvement. No additional information is available.